Event description:
It was reported that this right atrial (ra) lead had a pacing impedance measurement that was greater than 3000 ohms. Noise oversensing was observed, with isometrics and there was an increase to pacing thresholds. It was reported that the ra lead was broken. The lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned for analysis. This report will be updated, upon analysis completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 16 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site, is due to relative motion. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This product has been returned and analysis has been completed.